Manufacturer narrative:
Product ID: 3888-33, lot# va016z3, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the system was replaced on (B)(6) 2018 because the lead was broken and it was shocking the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3888-33 lot# va016z3 serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient didn¿t know the cause of the change in their pulse. They stated it could have possibly been from stretches from physical therapy for their collar bone and neck issues. They stated the stimulation issue started at 12:30am 2018-(B)(6). Actions taken to resolve the change in the patient¿s pulse was they turned their unit off. They tried it around 6:00pm with bad pulses. They stated they met with a manufacturer representative (rep), who determined a broken lead on 2018-(B)(6). They stated that the ¿lead was turned off and the patient was leaving the unit off¿. It was reported that the change in pulse issue had not yet been resolved. Approximately six weeks out the patient stated that they would have surgical replacement of their leads. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and failed back syndrome - other. Information was reported that the patient wen to see his doctor for an issue with his collar bone, which was unrelated to their device or therapy. The patient stated he was given a medication patch to use over the collar bone area. The patient stated the day after using the patch, he is not getting the right pulse at all. The patient stated the pulse has changed. The patient said he ended up turning the stimulation off and then back on again at a much lower level. The patient stated he keeps his stimulation on 24/7 and the only time he's had to turn it off were for mris in the past. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received was received from a consumer via a manufacture representative. It was reported that the patient's change in stimulation was uncomfortable and that they were feeling a cramping sensation in the middle of their back when the ins is on. The rep measured impedances and found that electrodes 0, 3, 4, 5, and 6 were >10 ,000 ohms. The rep activated the electrodes and was able to achieve comfortable stimulation. The patient then admitted to falling on wet stairs in (B)(6) 2018. A lead revision/replacement was being planned. No further complications were reported.